Manufacturer narrative:
Ketterle, j., rittger, h., helmig, I., klinghammer, l., zimmermann, s., hohenforst-schmidt, w., . . . Schlundt, c. (2015). Comparison of exo-seal® and angio-seal® for arterial puncture site closure. Herz, 40(5), 809-816. Doi:10.1007/s00059-015-4306-3 this article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are mynx but the catalog and lot numbers are not available. As noted in a literature publication by ketterle et al comparison of exo-seal® and angio-seal® for arterial puncture site closure, herz 2015 · 40:809¿816; report after 24 hours, arteriovenous fistula was detected via sonography treated on two patients in with exoseal vascular closure device (vcd) group. The devices were not returned for evaluation. Without a lot number available, the device history record (DHR) review was unable to be conducted. Without the return of the device for analysis or procedural films, the reported event could not be confirmed. The exoseal¿s instructions for use (IFU), which are not intended as mitigation, lists arteriovenous (av) fistulas as a potential risk associated with femoral artery closure procedures. An av fistula is an abnormal connection between an artery and a vein. Blood flows directly from an artery into a vein, bypassing some capillaries. When this happens, tissues below the bypassed capillaries receive a diminished blood supply. Common procedural complications are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Although a conclusive root cause may not be determined, contributing factors may include procedural, patient history, lesion and adjunctive pharmacology variables. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore no corrective action will be taken.

Event description:
As noted in a literature publication by ketterle et al comparison of exo-seal® and angio-seal® for arterial puncture site closure, herz 2015 · 40:809¿816; report after 24 hours, arteriovenous fistula was detected via sonography treated on two patients in with exoseal vascular closure device (vcd) group.